Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the dissector balloon had a hole. The inflation syringe and insufflation bulb were received. The lock collar, trocar balloon and obturator appeared intact. Pmv performed functional testing; the trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total extra-peritoneal procedure, the device¿s balloon had leaked gas or air. The balloon and could not be inflated for fixation. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.